Manufacturer narrative:
The reported noise and inappropriate therapy delivery were confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench and no anomaly was found. The cause of the reported anomalies was a lead anomaly.

Event description:
It was reported that the patient received an inappropriate shock. Review of the egm revealed noise on both the atrial and ventricular channels. Gradual decline in hv lead impedances were also observed. The device was disabled. Patient is scheduled for another follow-up, and a decision will be made at that time as to what will done.

Manufacturer narrative:
(B)(4)

Event description:
New information received indicates that the device was explanted. The patient received no complications from the procedure.